Event description:
As reported, the patient was enrolled in a clinical study (B)(6) for sfa and the case number is smb (B)(6). The patient had a 120/150 smart control 7 x 150 stent successfully implanted in the mid-distal superficial femoral artery (sfa) during the study index procedure. The lesion was a 90% stenosis. Approximately fifteen months after the study index procedure, the patient had a balloon angioplasty (poba) and non-cordis stent implanted due to an occlusion in the distal end of the smart control stent and the patient¿s decreased ankle/brachial index (abi). The patient was reported to have recovered. Attempts to obtain additional information were unsuccessful.

Manufacturer narrative:
Please note that the initial reporters phone number is (B)(6). As reported, the patient had a 120/150 smart control 7 x 150 stent successfully implanted in the mid-distal superficial femoral artery (sfa) during the study index procedure. The lesion was a 90% stenosis. Approximately fifteen months after the study index procedure, the patient had a balloon angioplasty (poba) and non-cordis stent implanted due to an occlusion in the distal end of the smart control stent and the patient¿s decreased ankle/brachial index (abi). The patient was reported to have recovered. Attempts to obtain additional information were unsuccessful. The device remains implanted in the patient and is not available for inspection. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15851699 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information provided and the inability to assign or determine a root cause, no corrective actions will be taken at this time. Restenosis is a known potential adverse event associated with implanting peripheral artery stents and is often associated with the progression of peripheral artery disease. Based on the available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. Please note that this is the initial/final report for this file.